Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm prime rewind. Customer's blood glucose was 277 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the drive support cap appears normal. The customer has not touch the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call that the insulin pump alarm button error. Customer's blood glucose at time of incident was 277 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to revert to backup plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump passed the displacement test. The pump was received with compromised force sensor system alarms during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests or verify the low reservoir alarms due to the compromised force sensor system alarms. The pump was received with normal operating currents and passed the self test and off no power tests. The pump was received with minor scratches on the lcd window, cracked case at the display window corners, a scratched reservoir tube window and a cracked reservoir tube lip.